Event description:
The customer reported that the side-firing fiber forward fired after a maximum of 50 joules during a prostate procedure. The procedure was completed with an additional fiber. No patient injury was reported. The procedure had been initiated with two different fibers, which were also reported (reference MFR report numbers 2937094-2012-00561 and 2937094-2012-00562).

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a request has been submitted.